Event description:
This retrospective pregnancy case was reported by an other and describes the occurrence of device breakage ("essure breakage during the first surgery"), uterine perforation ("uterus perforation"), pregnancy with contraceptive device ("pregnancy") and fibromyalgia ("fibromyalgia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("pain in belly"), dizziness ("dizziness"), amnesia ("memory loss"), visual impairment ("vision disorders"), fatigue ("intense tiredness"), fibromyalgia (seriousness criterion medically significant), pain ("pain everywhere"), tremor ("tremors in the morning"), allergy to metals ("nickel allergy"), complication of device removal ("essure breakage during the first surgery") and vertigo ("vertigos"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of uterine tubes and one ovary) and surgery (the patient underwent a total removal of uterus). Essure was removed. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, abdominal pain, dizziness, amnesia, visual impairment, fatigue, fibromyalgia, tremor, allergy to metals, complication of device removal and vertigo outcome was unknown and the pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, complication of device removal, device breakage, dizziness, fatigue, fibromyalgia, pain, pregnancy with contraceptive device, tremor, uterine perforation, vertigo and visual impairment with essure. The reporter commented: essure breakage during the first surgery, then the patient underwent a total removal of uterus. In total, the patient had about ten surgeries including the removal of uterine tubes and one ovary. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterine perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1752 cases. Uterine perforation: the analysis in the global safety database revealed 623 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3369 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on 25-sep-2017: (B)(4) was identified as a follow up of this case. Therefore, (B)(4) was deleted from argus database. The new event was added: "vertigos". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.